Manufacturer narrative:
A ge rep evaluated the system and replaced the transport ring. System operates as intended.

Event description:
Customer reported the transport ring is broken. No pt injury was reported.